Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the catheter was visually inspected and observed to have a kink along the shaft. Xray examination demonstrated that the wires were insulated on the inside shaft and no damage or breaks were noted in the distal loop of the device. No defects that would have resulted in the kink were visualized.

Event description:
It was reported that a polarmap was selected for use. During insertion of polarmap in cryoballoon, catheter fractured. The catheter was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarmap was selected for use. During insertion of polarmap in cryoballoon, catheter fractured. The catheter was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarmap was selected for use. During insertion of polarmap in cryoballoon, catheter fractured. The catheter was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.